Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 (resume error, critical error found) alarm occurred during dwell 3 of 9 on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted. The technical service representative (tsr) assisted the registered nurse (rn) in clearing the alarm. The rn planned to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.